Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software error during testing however, the formatted history file confirmed software error due to a software error. No unresponsive keypad or stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states they did not press a button down for 3 minutes or longer. Customer stated the insulin pump had pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.